Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). No causes or potential causes to the customer's reported problem were found during the device history review. Visual inspection observed that the pump was in good condition with no apparent contamination. During the power up process, the reported issue was duplicated. The root cause of the reported issue was found to be that the interconnect board does not operate as intended; which may be the cause for the battery communication timeout. Replaced interconnect board and battery. Performed power up process and all functional tests which passed. A corrective and preventative action has been opened to address the reported issue.

Event description:
It was reported that there was a base issue. No patient injury was reported.